Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2022 and suture was used. When the surgeon sutured the tendon sheath of the umbilical hole with suture, the needle was complete at the first stitch, and the needle tip was missing at the second stitch. The surgeon immediately asked the radiology department to take a film to find it. No broken needle tip was found in the patient's body. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the patient¿s current health status and condition? --discharge from hospital. The following information was requested, but unavailable: did you know if the needle fall into the patient? Was there any patient consequence or injury due to the issue (breakage needle)? Please provide more details was any other tissue damaged as a result of searching the needle? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/23/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: after investigation, the patient was a 55-year-old female who underwent surgery on (B)(6) 2022 due to "acute appendicitis" (specific surgical name was unknown). The operator used the (B)(6) to perform the suturing of tendon sheath layer of umbilical port in the way of interrupted suturing. The needle tip fracture occurred during the suturing (the specific length of needle tip fracture was unknown). The operator immediately gave the patient intraoperative x-ray examination to assist in looking for the fractured needle. No fractured needle tip was found in the patient's body. The operator then replaced a new (B)(6)device to continue the suturing. The subsequent surgical operation was smooth. The fractured needle tip was not found finally. This event did not cause any other harm to the patient except for prolonged operation time (specific extension time was unknown). The patient has been discharged smoothly currently. No subsequent adverse event report was received. Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.